Event description:
It was reported that the vns pt had surgery where the generator was replaced due to end of service, and the lead was replaced due to an unk reason. Attempts to obtain the reason for lead replacement have been made, but have been unsuccessful to date. The lead and generator were returned to MFR for analysis. Analysis of the generator revealed that the generator was not found to be at end of service (eri flag set to no) and there were no performance anomalies observed during testing. Analysis of the lead was completed and a lead discontinuity was confirmed on the quadfilar coil of the closest (white) helical electrode (positive to the pulse generator). Scanning electron microscopy was performed on the quadfilar coil break and identified the area as having evidence of a stress-induced fracture (fatigue appearance) with mechanical damage with fine pitting on the surface of the coil. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. An abraded opening was observed, found on the outer silicone tubing, and most likely provided a leakage path for what appeared to be remnants of dried body fluid found inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. There were no performance anomalies or discontinuities noted on the remaining portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.